Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the magic 3 catheter "had less lubrication as though it was depending on the water packet alone but with no hydrophilic coating on the catheter." The complainant reported that this results in a lot of friction with the insertion and removal of the catheter.